Manufacturer narrative:
The data regarding product identity that was received do not match the device identification; therefore, the device history record (DHR) could not be reviewed. No sample was returned as the device remains implanted, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, the device touched to the iris. There is no harm to the patient and the device remains implanted. Additional information was requested.